Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint¿. The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately fourteen (14) years, was explanted due to calcification, stenosis and regurgitation . Additional source documents indicate the patient had endocarditis. Review of the op report states: "the edwards tissue valve was in place. There was no evidence of active endocarditis. The tissue valve did show evidence of structural. Valve deterioration with loss of tissue at the commissural post between the right and the non as well as the right and the left. There was calcium at the base of the left and non-leaflets. The valve was easily excised..." The explanted device was replaced with another bioprosthetic heart valve. Patient was noted to have tolerated the procedure well.

Manufacturer narrative:
Report of explant due to calcification of bioprosthetic valve; patient received implant of another bioprosthetic valve and is noted to have tolerated the procedure well. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. This patients medical history may have contributed to the explant of this valve. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. No further actions are possible with the available information.